Event description:
A caller reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. The customer changed the cartridge and infusion set and resumed insulin therapy.